Event description:
It was reported that the patient had stimulation in the wrong location. Stimulation normally covered pain the in the lower back. Sometimes the patient would turn stimulation off because he didn¿t need it. The patient turned stimulation off over the weekend, and when he turned stimulation back on, stimulation was in the upper rib area and it was really strong and he had to turn stimulation off. It was noted there were no falls or trauma. The patient was requesting to meet with a manufacturer¿s representative (rep) for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).